Event description:
It was reported that the patient's implantable cardiac monitor (icm) had undersensing and t-wave oversensing (twos) causing false episodes. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the product surveillance registry implantable cardiac monitor clinical study.